Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on with audible tones and the screen remained blank. The pump was opened and the display screen was found to be cracked. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The pump was returned to animas on (B)(6) 2013 but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.